Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified, non tortuous lesion exhibiting 80% stenosis in the circumflex (cm) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent deformation occurred in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.